Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check indicating a problematic expiratory valve or cassette. During troubleshooting, the field service engineer (fse) replaced two expiratory valve coils, the monitoring, breathing control and expiratory channel printed circuit boards (pcb) before pre-use check passed. All replaced parts except pipes, tubes and other consumables used during the service were returned for investigation. The device was returned to the customer in good working order. No further issues have been reported. The evaluation of received device logs confirms three failed expiratory valve tests, which is part of the pressure transducer test sequence, on february 18, 2022. Before that, 47 consecutive pre-use checks had passed the last year. The used date of event (02/22/2021) is apparently a typo and is corrected to february 18, 2022. Returned parts were tested in the reference ventilator, initially one at the time. Several pre-use checks and extra tests passed, and five days of simulated use test ventilation passed successfully. The conclusion in this matter is that reported pre-use check test failures could be confirmed in the received device logs but not during laboratory tests when returned parts performed as expected. The reported problem may be related to the expiratory cassette or cassette membrane (not replaced), but this could not be confirmed.

Event description:
Manufacturer's ref. #: (B)(4).